Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unexpected alarm during normal use. Blood glucose level at the time of the incident was unknown. The product was returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit was received with normal operating currents and no unexpected low battery alarm noted. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm and replace battery alert. The power management tool confirmed power loss alarm and replace battery alert due to non-sleep anomaly software error. Pump error alarm (variable info=3) during self-test and confirmed in the insulin pump history due to broken trace on keypad assembly. Unit was received with scratched case and minor scratched lcd window.